Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m5409p. Additional information was requested and the following was obtained: will all pieces be returned with the device? - no information. If no, how were they discarded? - na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open colectomy, the firing knob was broken off at the fourth firing of functional end to end anastomosis when the firing knob was stuck and then moved forward forcibly. The device was used on the colon. Then, the broken knob was pushed to the distal end with a forceps to complete the firing. The deployed staples were formed properly. Staple heights were blue until the third firing and gold at the fourth firing. No pieces fell into the patient. There were no adverse consequences to the patient.